Event description:
Complaint received that alleges "heating pad started sparking and caught fire". Questionnaire not received from customer or clinician. Device not returned for evaluation. OEM notified of complaint.